Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6)was returned and investigated with retained test strips. Visual inspection was performed on returned meter. No issues were observed. Meter did not power on with button depression and test strip insertion. The returned reader was de-cased. Internal visual inspection was performed and no issues were observed. An extended investigation has been performed. The dhrs (device history review) showed the freestyle lite meter passed all tests prior to release and there was no indication that the product did not meet specifications. The returned meter was examined and determined that the cause of the blank screen was due to a faulty cpu (central processing unit) thereby preventing the meter from powering on. Since the cpu (central processing unit) acts as a communication link between different components on the meter, any damage to the cpu (central processing unit) could prevent the meter from powering on. Mix-match testing has been performed, and a known good cpu (central processing unit) was placed on the returned pcba (printed circuit board assembly). The returned meter was powered on and was able to function as intended. When the returned cpu (central processing unit) was placed on a known good pcba (printed circuit board assembly), the known good pcba did not power on. Therefore, the cause of the reported power related issue is due to a faulty cpu (central processing unit). The issue is therefore confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.